Event description:
According to the reporter: the patient called inquiring about a mesh recall. She was informed that there was a recall of one lot in 2009. She started to explain that she was going for surgery to remove mesh and she wanted to file a complaint. Pmv received a return phone call from the patient on (B)(6) 2015. The patient stated that she has had recurrent ventral hernias since 2006. The first repair occurred in an unknown month/date in 2006. The second repair of ventral hernia recurrence took place (B)(6) 2009 with an unknown surgipro mesh. On (B)(6) 2012, the patient underwent another recurrent ventral hernia repair with an unspecified "mesh with a velcro". On (B)(6) 2015 the patient is undergoing a third recurrent ventral hernia repair in which the original mesh will be explanted (and saved for investigation if possible per the patient). The patient expressed no experience of adverse symptoms as a result of the mesh placement aside from the recurrence of the hernia. A request was made for medical records via email on (B)(6) 2015.

Manufacturer narrative:
Tracking number (B)(4).

Event description:
Upon further review of the reported incident, the lot initially referenced as being recalled was manufactured post mesh implant date for this patient. Review of the operative notes for the implant also indicated that an oval 4 centimeter (cm) x 6 cm piece of mesh was placed in the patient and the implant records indicated that the mesh belonged to a different company. There is no evidence at this time to suggest that the mesh implanted in this patient is a product of covidien. Should additional information be received indicating otherwise, the record will be reviewed and reassessed at that time.

Manufacturer narrative:
(B)(4).